Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - between 1996 and 1999, PMA/510(k) number ¿ unknown, manufacture date ¿ unknown.

Event description:
It was reported the patient underwent left total hip arthroplasty on an unknown date between 1996 and 1999. Subsequently, the patient was revised on (B)(6) 2015 due to a loose stem. The stem, modular head, and liner were removed and replaced by a zimmer biomet liner and a competitor stem and modular head.